Event description:
It was reported that the ventilator generated a technical error indicating internal memory error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating internal memory error. Our field service engineer replaced the expiratory channel printed circuit board (pcb) which resolved the problem. It was later informed that the customer had scrapped replaced parts. No further information has been obtained and it was requested to close the complaint. If a defect related to the reported error code appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. The conclusion in this matter is that the expiratory channel pcb was replaced which resolved the problem. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: 291134.